Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The nose cone [tip] of the 5.5x150 mm supera self expanding stent system (sess) separated while on the guide wire. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement on the guide wire inadvertent mishandling resulted in the reported tip separation/noted inner member separation. The noted kink on the outer sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.